Event description:
It was reported the patient is experiencing pain at her scs ipg site as well as her ipg being inoperable. The patient has not used or charged her scs system in several months. Surgical intervention is planned for a later date to address the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.